Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up revealed normal device function was noted approximately 2 weeks prior to patient's death. Cause of death reported to be pulmonary hypertension and right sided heart failure.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Valuation summary (B)(4) outer insulation separation, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) battery depletion-normal. (B)(4) outer insulation separation, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer insulation cosmetic cut and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. Correction to device conclusion code sn (B)(4) . (B)(4) battery - battery depletion-normal.

Event description:
Lead was returned to manufacturer following patient's death, analyzed, and subsequently tested out of specification. There is no allegation from health care professional that death was device related. Follow up revealed normal device function noted approximately 2 weeks prior to patient death. Cause of death reported as pulmonary hypertension and right sided heart failure. Follow up revealed patient had been admitted to hospital (B)(6) 2008 for cerebellar hemorrhage, anemia, and pulmonary hypertension during which time, was restarted on anticoagulation medication due to clotting concern. Patient discharged stable with a code status of do not resusitate on approximately (B)(6) 2008. Summary report noted at device check (B)(6) 2007, there may have been some ffrw oversensing observed, but at appointment, patient was in atrial tachycardia versus atypical flutter. No reprogramming done. On (B)(6) 2008, device check had again noted oversensing.